Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was also received with minor scratched lcd window and damaged display window cover.

Event description:
The customer reported via phone call that the screen was indented and scratched. The blood glucose was 120 mg/dl. The customer advised the pump will need to be replaced. The customer stated that she fell on the pump while riding her bike. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for the analysis.